Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA: 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from 14-dec-2021 to 14-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no issues were found from the system logs. A technical support specialist checked device logs and found no issues with the drawer performance. Further they mentioned that, as rebooting the station was not a permanent solution, they had advised the customer to get a field service technician to verify on the hardware of the system. Field service team or other group (other than tsc) resolved issue, and no information was provided on how the issue was resolved.

Event description:
It was reported by the customer that pyxis anesthesia system had failed storage spaces and displayed an error message as device not detected on bus and required multiple reboots to recover. This malfunction caused a delay in dispensing medication prior to the start of the procedure. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a pyxis anesthesia es system experienced drawer not being detected on communication bus issues. Customer stated that these issues were new not prevalent prior to a software upgrade, now the issue is happening on daily basis and causing frustrations to anesthesia providers. The customer added a response in related complaint field 04171162 that these issues happened directly prior to start of procedures and caused delay as no medications could be accessed. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device's firewall was causing the drawers not being detected on bus issue. System firewall was disabled in all devices in the facility to resolve. The system was functional as intended.